Event description:
It was reported that an end user completed an intermittent urinary self-catheterization and there was pain on insertion and a streak of blood on the catheter when it was removed. The following evening, the end user reported that she tried to insert the catheter but was unable to do so because she was sore and uncomfortable. She reported that her gp identified a small cut near her urethra. She reported that her gp gave her some cream to help it heal and some antibiotics for a urinary tract infection. There was no report of a device malfunction.

Manufacturer narrative:
DHR (device history records) review conducted and it was found to be complete and accurate. Sample review not possible because sample not returned. Trend review conducted and no adverse trends were observed. No report of hematuria for this product over the past 3 years. Hollister has not identified a product problem. Root cause for this report cannot be determined.